Manufacturer narrative:
Medtronic complaint number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. During the procedure for the uretex system, a vessel had been damaged and was subsequently repaired with pressure. Due to the additional time and possibility of aberrant vasculature in the area the device placement was aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.